Manufacturer narrative:
A field service engineer (fse) indicated that a burning smell was due to short circuited solenoids 34, 54, 55, 56, and 57. Short circuit was caused by the isoton leak from defective quick disconnect fittings qd5. The lh500 analyzer is compliant with the following safety ratings: (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported that they had a fluid leak in the coulter lh 750 hematology analyzer that appeared to be diluent. The customer also reported that the unit also had a burning smell and they powered the unit off and unplugged it. No smoke was observed in the unit. The customer was wearing personal protective equipment (ppe), consisting of lab coat and gloves at the time of the event. There was no report of death or injury and no one required medical attention. No exposure to open wounds or mucous membranes has been reported.